Event description:
A pt was admitted with unstable angina for an elective procedure. The target vessel was the 3.0 - 3.25mm proximal cx. The 10-13mm, de novo, type b lesion was bifurcated and eccentric. The site was not predilated. The 3.0x13mm cypher stent was deployed at 16atm for 31 seconds. The site was not postdilated. Timi flow was 3 pre and post procedure. The pt was discharged on plavix 75mg/day and coreg. The pt was reportedly non-compliant with their plavix. Six months later, the pt returned with trombosis in the cypher stent. It was treated with ptca. A temporary pacemaker was implanted for an arrhythmia via the femoral vein. They also had EKG changes that indicated an mi, which per report was likely in the area of the cx artery.